Event description:
User facility reports the following: port was implanted 2002 and was found to be leaking just above catheter connection 2 days later and was removed at that time. No patient injury noted.